Event description:
Additional information was received indicating that the hospital usually discards any explants.

Event description:
It was reported that the patient's vns indicated high impedance with impedance value >10,000 ohms. No trauma or manipulation was believed to have caused or contributed to the high impedance. No x-rays have been taken or planned. The patient's device was not disabled as the physician felt it was not needed since the patient was not experiencing any adverse events. Review of the generator source code available to the manufacturer found the impedance was normal on (B)(6) 2010. Surgery to replace the patient's lead and generator has occurred. Attempts for the return of the explanted products have been unsuccessful to date.

Event description:
Attempts for the missing lead information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Event description:
Information was received that the patient¿s generator was not explanted in 2012 as reported on the initial MDR for MFR report 1644487-2012-01326. No additional or relevant information has been received to date.